Manufacturer narrative:
Additional information: d9, h3, h6, h11: the device was received for evaluation. During functional testing, the reported problem "over infusing" was not reproduced. Evaluation sent the device to volumetric/ flow rate accuracy testing 3 times with the rate set to 40 ml/hr and volume to be infused set to 20 ml with a 30 minute run time. All three testing passed at 21 ml, 20.6 ml, and 20.9 ml. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.